Manufacturer narrative:
An event regarding unspecified revision involving a triathlon insert was reported. The event was not confirmed. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusions: the patient had bilateral primary knee surgery after which the patient experienced post-trauma wound dehiscence on both knees and revision surgery took place for both knees whereby the reported inserts were revised for unspecified reasons. The exact cause of the event could not be determined because insufficient information was provided. Further information such as product return, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Postopertive diagnosis: patient had bilateral tka (B)(6) 2015 and underwent a bilateral polyethylene exchange on (B)(6) 2015 for postrauma wound dehiscence.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Postoperative diagnosis: patient had bilateral tka (B)(6) 2015 and underwent a bilateral polyethylene exchange on (B)(6) 2015 for posttrauma wound dehiscence.